Event description:
It was reported to philips by a customer that the unit had a temp high, error code 1122. Based upon the information provided, the device was in use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the customer stated error code 1122, blower temp high was reported to him. The customer was unable to repeat the reported error and wanting to know how to troubleshoot. The rse advised the customer to verify the cooling fan filter is clear of dust and to verify fan is working. The customer verified both are good and working. The rse advised customer to set up a test circuit and let the unit run over night and if no alarms happen it should be ready for use. The rse advised the customer that the next step would be to take if the fans are good, and filters are clean would be to replace the blower motor. The error code 1122 the blower temp was higher than 203 degrees f for longer than 1 minute. The customer stated he will set up circuit and let unit run overnight. The rse assisted and provided the customer with the information on how to trouble shoot the unit. The rse received an email from the customer stating he left the unit running all night and unit fully operational with no alarms, no events in event log. The customer returned unit back to service.